Manufacturer narrative:
Lot number # 18d021, 18d042, 18f020, 18g018, and 18j028. Two devices were reported to be from either lot 18f022 or 18f043. Six (6) single use devices were received for evaluation. For three of the returned devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the three returned devices. For two of the returned devices, a visual inspection was performed and noted no evidence of flow at the distal luer when the luer cap was removed. Further examination revealed the cause of the flow problem was due to crystallized drug blocking the fluid exit at the distal end of the capillary glass located inside the device white luer. The reported condition was verified. The cause of crystallized drug could not be determined. For one of the returned devices, visual inspection noted excess white drug precipitate in the solution of the bladder. Flow of fluid was not observed at the distal luer when the luer cap was removed. Further examination revealed the cause of the flow problem was due to excess drug precipitate blocking the fluid path. The reported condition was verified. The cause of the drug precipitate was not determined. Four photographs were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow issues could not be verified through evaluation of the returned photographs. A batch review was conducted for lots 18d021, 18d042, 18f020, 18f022, 18f043, 18g018, and 18j028 and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that at least eleven large volume infusors had flow issues during infusion. One device over infused, and at least 10 devices under infused. The events each involved a patient with no patient consequences. No additional information is available.